Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Health professional reported right side rupture. The device has been explanted.

Manufacturer narrative:
Visual device analysis: visual analysis of the photographs identified, rupture: observed, but cannot perform an assessment of the opening, as no microscopic analysis can be performed.

Event description:
Health professional reported, right side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.6, h.6.

Event description:
Health professional reported right side rupture. The device has been explanted.